Manufacturer narrative:
Additional narrative: date of event is unavailable. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was determined after testing the electric motor that it had low power. Therefore, the reported condition was confirmed. It was further determined that the coupling head was worn, upper trigger sticking and trigger components were corroded. The assignable root cause was determined to be due to wear on components. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive had low power. During in-house engineering evaluation, it was observed that the upper trigger was sticky and the coupling head was worn on the device. It was noted after testing the electric motor it had low power and the trigger components were corroded. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.